Event description:
Since the implantation of the avaulta transvaginal mesh device during a complete hysterectomy and sui surgery - (B)(6) 2006 - I have had almost constant complications for the following five years and one month post surgery. I have had several vaginal erosions, even currently, and have two repair surgeries - (B)(6) 2007; (B)(6) 2009 - and one year of hormone replacement therapy dosed through patch form and insertable form. To try to heal or push out the current erosion. My permanent disability and damage is dyspareunia prohibiting sexual relations. I am in the process of trying to locate a doctor who is skilled in the area of total removal of the transvaginal mesh. Two doctors performed my original surgery, and one of them the following two surgeries. At this point, nothing has prevented the constant erosion of the vaginal walls by the transvaginal mesh. I am fearful of further erosion of the vaginal walls, as well as possible erosion of other organs the mesh is in contact with (bladder, intestines). The problems and subsequent pain and anguish I have suffered from this life altering surgery seems endless. I am still suffering from total malfunction of sexual ability into the five year one month mark at this point. I'm in search of and in need of surgery to totally remove the avaulta mesh and prevent prolapse in a safe way without the serious risks that I have undergone. Repair surgeries for vaginal erosions: (B)(6) 2007; (B)(6) 2009; hrt for treatment of erosions 2010 - 2011.